Event description:
The granddaughter of a (B)(6) female pt contacted zoll customer support to report constant check belt alarms and that the belt had exposed wires. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages, exposed wires) was confirmed. As received, the belt failed incoming testing. Upon eval, there was an open along the rear pulse wire. The cause of the check belt messages and the exposed wire is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt was issued a replacement electrode belt.